Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) number: k130520. Procedural video was provided: it was found that red, transparent bubbles were flowed out from the gas outlet side. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. From the provided video, it was likely that plasma leakage occurred. As a cause of plasma leakage, based on our past experience, following factor was inferred. However, since the actual device could not be confirmed, it was not possible to clarify the cause of occurrence. The blood properties changed due to some factor, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This caused the fiber to become hydrophilic, leading to plasma leakage. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." "Do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the reported information. The device was used in a case on (B)(6) 2025. The case was long, with circulation time of approximately 8 hours. During the case, cooling and rewarming were repeated 4 to 5 times. After approximately 7 hours, it was found that bubbles were forming inside the oxygenator and that it was leaking. O2 decreased from 300 to around 170-180; however, when fio2 was increased, a tendency for recovery was observed. As the surgery was nearing the end and the gas exchange status was able to tolerate, the oxygenator was not replaced and continued to be used until the surgery was completed. The procedure was completed successfully, and no harm was reported.